Event description:
It was reported the patient¿s lead was replaced due to a loss of therapeutic effect. The patient was doing well post-op and felt stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g6fs, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).